Event description:
As reported "painful total right knee with recurrent internal bleeding in joint". Rep indicated the liner was revised. 18 october 2019; update as per medical review. There is an operative report dated (B)(6) 2019 for an open synovectomy with coagulation of soft tissue and change of poly from a #7/9 to a #7/11 cs. Thickened periarticular scar tissue¿ hemosiderin in the synovium¿ changed poly. Uncomplicated surgery.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert. The event was confirmed through clinician review of the provided records. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: there is an operative report dated (B)(6) 2019 for an open synovectomy with coagulation of soft tissue and change of poly from a #7/9 to a #7/11 cs. General anesthesia and tourniquet utilized for two minutes at a time and then released was noted. The operative report notes, ¿¿ thickened periarticular scar tissue ¿ hemosiderin in the synovium ¿ changed poly. Uncomplicated surgery.¿on an (B)(6) 2019 office visit pain was noted to be 2 over 10 and the patient was ¿satisfied with surgery¿. Physical examination revealed mild effusion and a range of motion of from 0° to 95°. Staples were removed and ice and elevation were prescribed. The patient was to return in four weeks. On (B)(6) 2019 the patient returned for an office visit and pain was noted to be 0 and he was doing well. Physical examination revealed no effusion or tenderness. Range of motion was noted to be 0° to 105° and he had a normal gait, without a limp. He was to return in six months. No subsequent follow-up is documented. No x-rays or examination of explanted components are available for review. There is no evidence that the recurrent hemarthrosis in this patient was related to factors associated with implant design, manufacturing or materials. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: there is an operative report dated on (B)(6) 2019 for an open synovectomy with coagulation of soft tissue and change of poly from a #7/9 to a #7/11 cs. General anesthesia and tourniquet utilized for two minutes at a time and then released was noted. The operative report notes, ¿¿ thickened periarticular scar tissue ¿ hemosiderin in the synovium ¿ changed poly. Uncomplicated surgery.¿on an (B)(6) 2019 office visit pain was noted to be 2 over 10 and the patient was ¿satisfied with surgery¿. Physical examination revealed mild effusion and a range of motion of from 0° to 95°. Staples were removed and ice and elevation were prescribed. The patient was to return in four weeks. On (B)(6) 2019 the patient returned for an office visit and pain was noted to be 0 and he was doing well. Physical examination revealed no effusion or tenderness. Range of motion was noted to be 0° to 105° and he had a normal gait, without a limp. He was to return in six months. No subsequent follow-up is documented. No x-rays or examination of explanted components are available for review. There is no evidence that the recurrent hemarthrosis in this patient was related to factors associated with implant design, manufacturing or materials. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported "painful total right knee with recurrent internal bleeding in joint". Rep indicated the liner was revised.